Manufacturer narrative:
(B)(4), one sample and 3 photos were reviewed for the investigation at the manufacturing site. The manufacturer reported: "one sample was returned for investigation. The inner lumen was inspected using magnification camera upon cross section and observed with a small, protruded fragment in inner lumen at both connections of angular connector blue (bronchial) and angular connector white (tracheal). Based on the investigation conducted, the complaint on this complaint mode was confirmed. The small, protruded fragment in inner layer at angular connector blue and white were found. Therefore, an investigation and corrective action was opened within teleflex." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "in the bronchial extension piece of the dlb-tube plastic fragments were found during use. The fragments were noted during bronchoscopy in the bronchial extension tube of the dlb-tube. Dlb-tube was removed and a new one was inserted". No patient harm or injury.

Manufacturer narrative:
Qn# (B)(4). In section d provided available di #, unable to provide full UDI as no lot number was reported. UDI related data quality updates only.

Event description:
It was reported that "in the bronchial extension piece of the dlb-tube plastic fragments were found during use. The fragments were noted during bronchoscopy in the bronchial extension tube of the dlb-tube. Dlb-tube was removed and a new one was inserted". No patient harm or injury.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "in the bronchial extension piece of the dlb-tube plastic fragments were found during use. The fragments were noted during bronchoscopy in the bronchial extension tube of the dlb-tube. Dlb-tube was removed and a new one was inserted". No patient harm or injury.